Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Treatment of an aneurysm in the aca (anterior cerebral artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported, the pipeline (2.50mm x 12mm) could not be released from the capture coil and it was removed from the patient. Another two pipelines of the same size were successfully implanted in the patient. No patient injury was reported as a result of the procedure.